Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by the manufacturer representative (rep) that the patient (pt) could only get stimulation in programs 5, 2 and 6 and with other programs, the patient was not feeling stimulation. At 10.5 amplitude, (technical services noted that the rep was referring to maximum stimulation since the 3058 can only go up to 8.5,) the impedance check showed: electrode 3 - c 529, 2 5k ohms, 1 4k ohms, 0 4k ohms. Electrode 2 - c 529 ohms, 3 1k ohms, 1 4k ohms, 0 4k ohms. Electrode 1 - c638, 3 4k ohms, 2 4k ohms, 0 4k ohms. Electrode 0 - all were noted to be 4k ohms. Per the rep, the patient had had revision surgery on jan 6, 2021 because the neurostimulator had been too close to the skin, and thus the health care professional (hcp) had moved the implant deeper. Since the revision surgery, the patient has had the stimulation issue. The rep was redirected to discuss the issue with the hcp. The issue was not resolved through troubleshooting and the patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI tech who stated an x-ray was performed today and on the x-ray it shows a partial lead, about 29 mm left in patient's body. It was noted from device registration that the ins had been replaced. It was not known whether the lead left in place was from the reported ins or a previous system.

Manufacturer narrative:
B3: event date was omitted from the previous report - updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient experienced only being able to feel limited stimulation after the revision surgery (B)(6) 2021. The cause to the ins being too close to the skin is undetermined. It was painful at the battery site. The cause is most likely due to the revision surgery. The rep was present in the office where the patient and doctor were discussing a full removal and full implant replacement. The date were not confirmed when the rep was there.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.